Event description:
During an attempted implant, the lead perforated after repeated repositioning and resulted in tamponade. It was later reported, that the patient expired. There was no information concerning the health condition of the patient prior to the implant and cause of the death. However, further information has been requested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.